Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used in the colon during a polypectomy procedure on (B)(6) 2014. According to the complainant, during a functional test, the handle cannula detached when the device was actuated. The procedure was completed with another profile medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula was not detached but instead it was bent. In addition the catheter was found to be kinked near the handle. Functional evaluation was not performed due to the condition of the device. The complaint that the handle cannula detached was not confirmed. The handle cannula was attached to the handle but was found to be bent. The catheter kink near the handle could have caused the handle cannula to hit against the catheter causing it to bend. The issue occurred during the functional test, outside the patient; therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used in the colon during a polypectomy procedure on (B)(6) 2014. According to the complainant, during a functional test, the handle cannula detached when the device was actuated. The procedure was completed with another profile medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.